Event description:
The report we received from the field indicated that during the repair of a lesion in the renal artery, two balloons ruptured. They were able to repair the artery successfully with a third balloon. There was no report of injury to the patient. Additional patient and procedural information has been requested, but has not been forthcoming as yet.the product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This is one of two products used during the same procedure. Please reference MFR. Report #s 9610978-2006-00228 and 00229.